Event description:
It was reported that the patient presented in clinic for extraction of their implantable cardioverter defibrillator due to tricuspid regurgitation. The patient was stable.

Manufacturer narrative:
The device was returned for a patient related complaint and not a device related complaint. Final analysis found all device functions to be normal. No anomalies were detected.